Event description:
Follow-up in situ testing revealed affected channels. The caregiver reported the child may have fallen off the trampoline. At the follow-up appointment the user came with multiple broken and missing pieces of equipment. The user has been re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00769. For further information please refer to this report.